Event description:
Inflammatory arthritis [arthritis]. Case description: spontaneous report received on 27-may-2008 from a physician regarding a (B) (6) female patient with osteoarthritis, initials not provided. The patient received her first dose of synvisc on (B) (6)-2008 administered via intra-articular route at a dose of 2/ml in the knee (nos). The patient's medical history was knee osteoarthrosis stage 2 or 3 treated with one cure of synvisc per year for 3 years. On (B) (6)-2008, approximately 3 days after starting synvisc, the patient experienced the knee was hot, painful and swollen (effusion). The patient's pharmacist gave anti-inflammatory drug and the patient took it for 3 days. On (B) (6)-2007 the pt came back for her second synvisc injection. The knee was dry and the patient presented only mild pain in her knee. The physician performed knee puncture but the knee was dry, without inflammatory reaction. He injected triamcinolone hexacetonide (hexatrione) and postponed the second synvisc injection for one week. The physician diagnosed inflammatory arthritis related to synvisc. According to the physician, the patient did some gardening after the first synvisc injection which perhaps contributed to the occurrence of the adverse event. As of the date of receipt of this report, the patient outcome was recovered. Concomitant medications were not reported. The physician assessed the relationship between inflammatory arthritis and synvisc as related. Qa result received on 30-may-2008 which stated that the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.